Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report # 3005099803-2014-01559; # 3005099803-2014-01560 for a description of the other devices. This report is for the third device. It was reported to boston scientific corporation that three speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, while attempting to deploy the band, the bands started to collapse and bundled on each other and it would not deploy off the ligator head. The same issue occurred with the second and third speedband superview super 7 device. The device was removed from the patient. The procedure was completed with sclerotherapy needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of bands failed to deploy. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.